Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited backup vvi operation after electrocautery exposure. The device was explanted and replaced. The patient was doing well and would continue to be monitored.